Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The root cause of the patient¿s peritonitis cannot be determined as there was no reported source; however, it was confirmed this event was not due to a deficiency or malfunction of any fresenius product(s) or device(s) by a medical professional. This is further evidenced by the presence of a nosocomial, opportunistic pathogen in an immunocompromised host. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a patient¿s contact person that the peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy had experienced peritonitis. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2022 presented with stenotrophomonas maltophilia and a white blood cell (wbc) count of 2370/mm3. The patient was diagnosed with peritonitis due to unknown causes. It was explained the patient was given a post-infection survey and no specific cause was found; however, the pdrn stated the patient recently went camping and the most likely cause was from environmental factors. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for two weeks and ip gentamycin at 100 mg daily for two weeks. The patient is recovering from this event while remaining asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues pd therapy on the same liberty select cycler following this event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The root cause of the patient¿s peritonitis cannot be determined as there was no reported source; however, it was confirmed this event was not due to a deficiency or malfunction of any fresenius product(s) or device(s) by a medical professional. This is further evidenced by the presence of a nosocomial, opportunistic pathogen in an immunocompromised host. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a patient¿s contact person that the peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy had experienced peritonitis. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2022 presented with stenotrophomonas maltophilia and a white blood cell (wbc) count of 2370/mm3. The patient was diagnosed with peritonitis due to unknown causes. It was explained the patient was given a post-infection survey and no specific cause was found; however, the pdrn stated the patient recently went camping and the most likely cause was from environmental factors. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for two weeks and ip gentamycin at 100 mg daily for two weeks. The patient is recovering from this event while remaining asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues pd therapy on the same liberty select cycler following this event.

Event description:
It was reported by a patient¿s contact person that the peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy had experienced peritonitis. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) /2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2022 presented with stenotrophomonas maltophilia and a white blood cell (wbc) count of 2370/mm3. The patient was diagnosed with peritonitis due to unknown causes. It was explained the patient was given a post-infection survey and no specific cause was found; however, the pdrn stated the patient recently went camping and the most likely cause was from environmental factors. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for two weeks and ip gentamycin at 100 mg daily for two weeks. The patient is recovering from this event while remaining asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues pd therapy on the same liberty select cycler following this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.